Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected and processed per pi on the xpert xpress cov-2/flu/rsv plus test. The result was sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. (B)(6). This result was not reported to the physician. The customer received kits to the (B)(4) location, and additional kits were sent to the (B)(4) location from the same lot. Customer was having issues with invalid repeat tests from cartridges at (B)(4) location. Since they suspected the cartridges shipped to (B)(4), they ran the same patient sample four times. The first run involved a cartridge from the (B)(4) location. The second run was from a cartridge at the (B)(4) location. The first and second run were processed around the same time. Upon receipt of discordant results, they ran a third cartridge from the shipment at (B)(4) and a fourth cartridge from the gray location. The third and fourth run also had discordant results. The patient was symptomatic at the time of sample collection. This case involves a specimen that initially tested negative by the xpert xpress cov-2/flu/rsv plus test, but with some evidence of amplification in the sarscov2 channel. The specimen was tested again by the xpert xpress cov-2/flu/rsv plus using cartridges stored at another location and result was weakly positive for sarscov2. The specimen was tested again and was negative. The specimen was tested a fourth time and was positive with sarscov2. Spc values were consistent in all tests. The likely root cause is target/s near limit of detection or near cut-off. No evidence of product malfunction. No known harm to patient tested due to discrepant results. Patient was symptomatic. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected and processed per pi on the xpert xpress cov-2/flu/rsv plus test. The result was sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. (B)(6). The customer received kits to the (B)(4) location, and additional kits were sent to the (b(4) location from the same lot. Customer was having issues with invalid repeat tests from cartridges at (B)(4) location. Since they suspected the cartridges shipped to (B)(4), they ran the same patient sample four times. The first run involved a cartridge from the (B)(4) location. The second run was from a cartridge at the (B)(4) location. The first and second run were processed around the same time. Upon receipt of discordant results, they ran a third cartridge from the shipment at (B)(4) and a fourth cartridge from the (B)(4) location. The third and fourth run also had discordant results. The patient was symptomatic at the time of sample collection.